Event description:
It was reported that the patient was hospitalized for severe hyperglycemia in (B)(6) 2026 while wearing the pod for an unspecified duration. The patient¿s blood glucose levels were not reported. The patient reported that the personal diabetes manager (pdm) was not charging. Reported symptoms included dehydration and hyperglycemia with a diagnosis of diabetic ketoacidosis (dka). Treatment during hospitalization included intravenous (IV) insulin, potassium and magnesium. The patient was discharged the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.